Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that a malfunction and occlusion alarm occurred. Reportedly the customer had used the cartridge and supplies for 3 day¿s. Tandem technical support informed the customer that using the supplies for 3 day¿s is off label per the tandem user guide. Customer¿s blood glucose level was above 500 mg/dl. Customer went to the emergency room was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released on 8/26/2022 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Malfunction was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.